Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation due to the pod adhesive causing excessive itching, redness and pain had occurred while wearing the pod. The patient was prescribed aveeno cream, compeed solid barrier, hydrocortisone cream and cetirizine for treatment.